Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose ranged from 100-482 mg/dl. Elevated blood glucose was addressed with a bolus from the pump. Customer was admitted to the hospital, was treated intravenously with saline and insulin, and was released from the hospital two days later with the issue resolved and no permanent damage. Customer changed pump supplies and successfully resumed insulin delivery.